Manufacturer narrative:
The explanted device is in the process of being returned to the MFR for eval; the results of these findings will be submitted in a supplemental report. The device history records were reviewed and there were no discrepancies or unusual findings. Stent dislocation is a labeled adverse event. (B)(4).

Event description:
A surgeon reports observing at one week postoperatively that the istent was displaced and laying inferiorly. The stent was subsequently explanted and a new stent was implanted successfully. The pt is reported to be doing well.